Event description:
It was reported that the system 2800 had a damaged power cord presenting a shock hazard. There was no adverse patient involvement reported. There was no patient info reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. The power cord was repaired. The system was tested and found to be working as intended and placed back into service.